Event description:
A us distributor reported that a patient's battery charger was unable to charge batteries.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to charge batteries. The cause for the failure was isolated to a physically damaged l4 component on the bedside pca. The root cause for the damaged l4 component could not be positively identified. No adverse event resulted from the damaged charger.